Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to corroded keypad traces noted. No unexpected button error alarms or battery out limit alarms noted during testing. Device passed the displacement test and off no power test. The operating currents were in specification. Device had cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clips lot. Moisture damage on motor assembly and lcd board noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he got caught in the rain and then the buttons became unresponsive and the insulin pump alarmed button error. The customer removed the battery and received a battery out limit alarm which could not be cleared. Blood glucose value at the time is unknown; most recent value was 167 mg/dl. . Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.